Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient has skin irritation. The customer service representative called the patient for details, the patient stated that the skin irritation was caused by cover patches. The skin was red and itchy without blisters or welts. The patient stated that she contacted her physician who advised to use hospital tape. No further information has been reported. The cover patches have not been returned for evaluation.

Event description:
It was reported by the sales representative that the patient has skin irritation. The customer service representative called the patient for details, the patient stated that the skin irritation was caused by cover patches. The skin was red and itchy without blisters or welts. The patient stated that she contacted her physician who advised to use hospital tape. No further information has been reported. The cover patches have not been returned for evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g1: contact office, g6: type of report, h2, h8, h5: labeled for single use. Additional information in d4, g3, h6: investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.